Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have a medtronic pump as well as the interstim device and they always have a hard time connecting with the interstim device (patient thinks because the pump is near the interstim device). During call patient was able to access interstim x therapy app successfully. Patient mentioned that they saw a "two step authentication" message come up during call right when they tapped on the interstim x my therapy app, patient was able to close out of message. Patient said they first noticed the message about the third time they started accessing the therapy app.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the hard time connecting was determined. They then stated that they were not sure, but that the new on worked really fast for the first few times, then got slow also. When asked what steps were taken to resolve the issue they stated that they got a new transmitter. When asked about the connection issues due to the pump being near the implant they stated that the cause was not known, that it was not resolved, and that no further action would be taken.